Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 3.5mm x 16mm locking hexalobe screw (part number 30-0236, batch number 606164) was examined visually under magnification. Solely the head portion of the screw was returned. The screw head has broken off the shaft resulting in the detached head portion appearing ring-like with a hollow core (the drive feature). The drive feature was damaged/marred at lobes. The fracture surface of this ring-shaped head fragment was largely perpendicular to the device axis with one peak. Fracture surfaces are sporadically textured with no clear signs of ductility. The noted phenomena may be indicative of a brittle fracture under torsion, which may originate from scenarios where high loads or torques are applied. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.

Event description:
(Report 1 of 3) it was reported during surgery that two 3.5mm x 16mm locking hexalobe screw heads broke off. The shafts off both screws were not removed, therefore they remain in the patient's bone. The surgery was completed with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2025-00036 - 3025141-2025-00038.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.